Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose. The customer also reported that emergency medical services were called. The customer's blood glucose was 22 mg/dl at the time of incident. The customer's blood glucose was 178 mg/dl at the time of call. The customer treated her low blood glucose with food, glucose tablets and the paramedics pump glucose for him until his blood glucose went back to normal to 138 mg/dl. The customer stated that he drank wine and he might over deliver insulin for a meal. The insulin pump will not be returned for analysis.